Event description:
The customer reported that the device, 410-2000, cga, surefit ground pad with 10ft cable, 100/case, was being used during a colonoscopy procedure on (B)(6) 2022 when it was reported ¿the adhesive on the pad is too "weak", not staying on patients, injury increased bleeding.¿. The procedure was reported as having been completed as planned with a 2-minute delay. There was no report medical intervention, or hospitalization for the patient. The reporter had stated that there was increased bleeding. Further assessment questioning found the user had attempted to place the pad on the left buttock of the patient. There was no skin preparation process prior to the pad adherence. When asked if there was a report of increased bleeding or if the report was a potential of increased bleeding the reporter stated there was not much bleeding at all; however, it was more than there would have been if the pad operated correctly. Again, it was confirmed that there was no medical intervention or hospitalization due to the bleeding. This report is being raised on the basis of injury due to the report of increased bleeding.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Received one 410-2000 in opened original packaging. Lot number was verified. Performed a visual inspection, the complaint is inconclusive. The gel is dry on the ground pad due to being exposed to the air. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc. And allow to dry thoroughly. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 410-2000, cga, surefit ground pad with 10ft cabel, 100/case, was being used during a colonoscopy procedure on (B)(6) 2022 when it was reported ¿the adhesive on the pad is too "weak", not staying on patients, injury increased bleeding.¿. The procedure was reported as having been completed as planned with a 2-minute delay. There was no report medical intervention, or hospitalization for the patient. The reporter had stated that there was increased bleeding. Further assessment questioning found the user had attempted to place the pad on the left buttock of the patient. There was no skin preparation process prior to the pad adherence. When asked if there was a report of increased bleeding or if the report was a potential of increased bleeding the reporter stated there was not much bleeding at all; however, it was more than there would have been if the pad operated correctly. Again, it was confirmed that there was no medical intervention or hospitalization due to the bleeding. This report is being raised on the basis of injury due to the report of increased bleeding.